Manufacturer narrative:
The following fields have been corrected as customers complaint did not include underfilling: b.5. Describe event or problem: it was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the caps are popping off the tubes causing leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: we've had several situations in which the tube presents no vacuum, and when the blood samples are stored it causes spillages. Bd company rep reports that the stoppers are popping off, like if there is a lubrication in them. It's reported that the product presents quality issues, the cap does not fit well into the tube and thus the samples blood spills, causing reprocess for sample acquisition. There have been several occasions where the blood samples were spilled when the sample acquisition was performed with a syringe due to catheter placed. Additional information received 13apr2023 ¿ how many units of the tube did not present a vacuum? (Number of events where there was a filling problem); a: there have been no vacuum problems. H.6 need to remove imdrf annex a code: a140303

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the caps are popping off the tubes causing leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: we've had several situations in which the tube presents no vacuum, and when the blood samples are stored it causes spillages. Bd company rep reports that the stoppers are popping off, like if there is a lubrication in them. It's reported that the product presents quality issues, the cap does not fit well into the tube and thus the samples blood spills, causing reprocess for sample acquisition. There have been several occasions where the blood samples were spilled when the sample acquisition was performed with a syringe due to catheter placed. Additional information received 13apr2023 ¿ how many units of the tube did not present a vacuum? (Number of events where there was a filling problem); a: there have been no vacuum problems.

Manufacturer narrative:
H.6. Investigation summary: no sample was returned for investigation, but 4 photos were returned by the customer in support of this complaint from catalog 367861, lot number 2321385. The photos show a tube with the hemogard closure assembly off the tube and also with blood in a bag and on a towel. 10 retention samples were draw tested with all weights being within specification. No issues with the hemogard closure assembly being loose, separating during or after the draw testing was completed, and no difficulties inserting into the stopper. Bd was able to confirm the customer¿s indicated failure mode of stopper pop off with the photos provided; however, did not show the customer failure modes of difficulty to insert stopper with the investigation completed. The retention sample testing did not reveal the customer¿s failure modes. The exact cause for the customer¿s failure mode of stopper pop off could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was low draw and caps popping off the tubes causing leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: we've had several situations in which the tube presents no vacuum, and when the blood samples are stored it causes spillages. Bd company rep reports that the stoppers are popping off, like if there is a lubrication in them. It's reported that the product presents quality issues, the cap does not fit well into the tube and thus the samples blood spills, causing reprocess for sample acquisition. There have been several occasions where the blood samples were spilled when the sample acquisition was performed with a syringe due to catheter placed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was low draw and caps popping off the tubes causing leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: we've had several situations in which the tube presents no vacuum, and when the blood samples are stored it causes spillages. Bd company rep reports that the stoppers are popping off, like if there is a lubrication in them. It's reported that the product presents quality issues, the cap does not fit well into the tube and thus the samples blood spills, causing reprocess for sample acquisition. There have been several occasions where the blood samples were spilled when the sample acquisition was performed with a syringe due to catheter placed.